Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture and expiration date is unknown. (B)(4). Investigation result: a visual examination of the complaint device revealed that the syringe of the alliance inflation system was reading inaccurate as the gauge was reading 2 atm instead of 0 atm when no pressure was applied. Functional analysis was performed, and there was no leak observed with the device. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a colonoscopy procedure performed on (B)(6) 2018. It was found that the gauge needle was stuck at 2 atm. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture and expiration date is unknown. (B)(4). A visual examination of the complaint device revealed that the syringe of the alliance inflation system was reading inaccurate as the gauge was reading 2 atm instead of 0 atm when no pressure was applied. Functional analysis was performed, and there was no leak observed with the device. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a colonoscopy procedure performed on (B)(6) 2018. It was found that the gauge needle was stuck at 2 atm. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.